Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the nail was used for a trochanteric fracture case. The surgeon positioned the guidewire with the aiming device and inserted the guidewire, but the guidewire hit the nail in question. The surgeon then removed the whole system, and checked the assembly outside the body. The guidewire went through the blade hole of the nail without any problem. Then surgeon positioned the nail and aiming devices for the guidewire again. However, the guidewire hit the nail and was unable to advance the wire into the blade hole. The surgeon replaced the nail with a pfna-ll 125°nail. There was a report of a thirty minute surgical delay with no adverse consequence to the patient. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.